Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a hole in it during use after performing the venipuncture. The following information was provided by the initial reporter, translated from portuguese to english: "after a venipuncture was performed using an intima catheter no. 22, it was verified that it had a perforation in the extension, verified when performing permeabilization of the catheter with posiflush. The catheter was removed and a new venipuncture performed by the collaborator with the help of the nurse." "There was a patient impact when considering that another venipuncture was required, and the kid had a venous fragility. However, no medical intervention was required."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a hole in it during use after performing the venipuncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "after a venipuncture was performed using an intima catheter no. 22, it was verified that it had a perforation in the extension, verified when performing permeabilization of the catheter with posiflush. The catheter was removed and a new venipuncture performed by the collaborator with the help of the nurse." "There was a patient impact when considering that another venipuncture was required, and the kid had a venous fragility. However, no medical intervention was required."